Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached the elective replacement indicator (eri) early. The battery was also reported to have consumed two years worth of estimated remaining longevity in three months. The device was explanted and replaced. No patient complications have been reported as a result of this event.